Event description:
It was reported that a spectrum infusion pump had error codes while running, upstream alarm, downstream alarm, air in line alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "air in line alarm" was not reproduced. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor calibration found out of specification. The ultrasonic sensor required to be replaced to correct the reported problem. During functional testing, the reported problem "downstream alarm" was not reproduced. A review of the event history log revealed "downstream occlusion!" Alarms messages however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The downstream sensor calibration was found out of specification, which is a known contributor to the reported problem. The ultrasonic sensor required to be replaced to correct the reported problem. During functional testing, the reported problem "upstream alarm" was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream sensor calibration was found out of specification, which is a known contributor to the reported problem. The service documentation showed that the ultrasonic sensor was replaced during repair activities. Should additional relevant information become available, a supplemental report will be submitted.